Manufacturer narrative:
Corrected information was provided in d4. Upon review, the catalog and serial number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the access site adverse event was not determined due to insufficient clinical details. The cause of the optical signal issue could not be determined as insufficient product and data logs were returned for analysis and limited clinical details were provided.

Manufacturer narrative:
Additional information was provided in b3 and d9. The impella device was returned, and an evaluation is underway.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. This file represent the pump. Refer to section h10 for the related report number 1220648-2025-46251, which represents the aic (controller).

Event description:
The user facility reported that they encountered minor bleeding and optical signal issue during impella 5.5 support. Some oozing was noted at the site, which was resolved by redressing it. Additionally, a pump in aorta alarm was encountered, however, it was verified that the impella was in good position. The complainant continued having impella pump in aorta alarms throughout support, motor current was stable and position was verified via echocardiogram.

Manufacturer narrative:
Explant date provided, d6b updated. Correction: e4.